Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Additional information received indicated patient had the full system explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-31680. It was reported that the patient's percutaneous leads showed measured low impedance and that the patient had begun experiencing new pain outside of her original pain pattern. Surgical intervention would be necessary to resolve the issue.